Manufacturer narrative:
Results: the psr3d was fractured on the delivery wire approximately 198.5 cm from the proximal end, distal to the attachment tip. The psr3d was fractured and, therefore, the psr3d could not be functionally tested. During functional testing, a 0.025¿ stainless steel mandrel was unable to be advanced through the returned non-penumbra microcatheter. A demonstration psr3d was able to be advanced through the returned non-penumbra microcatheter. Conclusions: evaluation of the returned psr3d revealed that the stent was fractured off the delivery wire. If the device is retracted forcefully such that the tensile specification is exceeded, the device may become fractured off the delivery wire. The use of a reperfusion catheter was not identified in the reported complaint. This may have contributed to the difficulty experienced during the procedure. Penumbra stents are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #01 MFR report and is being corrected on this follow-up #02 MFR report: 3005168196-2019-01021 1. Section h. Box 6. Results code 1.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 of the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician attempted to make a pass using the psr3d with a non-penumbra microcatheter, however, the stent broke off from the pusher assembly and remained in the m2. It was reported that the stent did not hold its shape and appeared that some of the tines ¿were outside of the m2¿. Therefore, the physician implanted a non-penumbra stent to stabilize the psr3d against the vessel wall and re-profuse the vessel. The next day, the patient¿s condition was stable, and the MRI showed a small stroke with a relatively intact penumbra. The vessel had a tici 2b flow.